Manufacturer narrative:
The reported field event of infection was not confirmed in the laboratory. The device was tested on the bench and using automated testing equipment, and no anomalies were found.

Event description:
It was reported that the patient presented with a pocket infection. The system was explanted. The patient was stable. Related manufacturer reference number: 2017865-2020-13604. Related manufacturer reference number: 2017865-2020-13605.